Manufacturer narrative:
Product event summary: driveline cable (B)(4) was not returned for evaluation. Review of the manufacturing documentation confirmed that the associated device met all requirements for release. Review of the controller log files was not performed since log files covering the reported event date were not available for analysis. On-site inspection of the driveline cable by the clinical specialist revealed multiple cracks in the outer sheath, confirming the reported event. A driveline sheath repair was performed to mitigate the conditions reported. An internal investigation is ongoing to evaluate driveline sheath damages. Based on the investigation conducted, the most likely root cause of the driveline sheath damage is exposure to uv light. This event was assessed and is being reported as part of a retrospective review of events, which was in response to an update to the MDR decision criteria. This device is used for treatment not diagnosis. The ventricular assist system is indicated for use as a bridge to cardiac transplantation and destination therapy in patients who are at risk of death from refractory end-stage left ventricular heart failure. The system is designed for in-hospital and out-of-hospital settings. If information is provided in the future, a supplemental report will be issued.

Event description:
It was reported that the patient was requesting a driveline repair at their next clinic visit. The patient and son reported that they first started noticing cracking in the outer sheath about one year ago. The son had been repairing the cracks with tegaderm and had even purchased a clear tubing cut to fit around the driveline to prevent further bending. The clinical specialist advised against this action as it could create areas of pressure on the driveline at the ends of the tubing. Visual inspection of the driveline revealed several areas of cracking to the polyurethane outer sheath spanning approximately 12-16 inches in length. The clinical specialist cleaned the driveline sheath with rubbing alcohol to remove all sticky residue then performed the driveline repair. The driveline cover was easily able to slide over the repair area with no issues. The driveline remains implanted. No patient complications have been reported as a result of this event.